Manufacturer narrative:
Three samples were returned for evaluation. The samples were pre-activated in the package. Visual inspection did not show any cracks in the luers. Thirty retention samples were submerged leak tested with no defects identified. Two-hundred samples were visually inspected for cracked female luers with no defects identified. Two hundred samples were visually inspected for pre-activation. No samples were found pre-activated in the packages. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5054669. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the 23 g x .75 in. Bd vacutainer® push button blood collection set with 12 in. Tubing and luer adapter wing set leaked at the hub during a blood draw. No serious injury or medical intervention reported.